Event description:
It was reported that the patient's the patient had wound dehiscence at the device pocket, and it was also noted that the patient's implantable cardiac monitor (icm) had eroded through the skin. The icm was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.